Event description:
A nurse reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the cartridge was split during surgery. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one another complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).